Manufacturer narrative:
The reported field events of reset and interrogation problem could not be reproduced in the lab. Upon receipt, the device was found to be restored in the field and to be communicating normally with merlin programmer. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During follow-up, the device was observed in backup mode due to a MRI procedure and not programming the device to MRI mode. Abbott technical support was contacted but the device was unable to be reprogrammed to resolve the event due to an interrogation problem. The event was resolved by explanting and replacing the device. The patient was in stable condition.